Event description:
It was reported that the caller did not see drops of insulin at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to disconnect the tubing and fill it properly, guiding them through the process of filling and loading a new cartridge on the pump, which resolved the issue as insulin drops were seen at the end of the tubing after completion.